Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was hospitalized for elevated blood glucose levels in the 600s mg/dl. The customer attempted to treat by drinking water, and administering correction boluses, before they went to the hospital. While at the hospital, the customer was removed from the pump and treated via saline and insulin drip. The customer was released 3 days after they were admitted, and is scheduled to meet with their healthcare provider before they proceed with using the pump again.